Event description:
It was reported that during implant, the atrial lead measured high threshold. The lead was attempted for repositioning, but subsequent deployments of the helix took several turns and the helix appeared to be sticking midway through deployment. No capture was noted. The lead was not implanted. The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.